Event description:
Roi-c : patient reported an adverse effect. Patient has called a zimmer biomet employee, associate product manager and has reported an adverse effect with her implanted roi-c device. The date of event is unknown. Additional information received on february 21st 2019: the patient was reporting an allergic reaction of patient's implanted roi-c device, postoperatively. The reporter does not know when or where the patient's surgery occurred, or what specifically the patient alleged was happening. The reporter did not receive any other information. The device is still implanted. Attempts have been made to obtain more information concerning the reported event without any answers.

Manufacturer narrative:
This medwatch is submitted to send the medwatch follow up report of the investigation. Attempts have been made to collect additional information concerning this event. Yet, no additional information has been received . The device was not returned as it 'still implanted . In addition ,no reference or lot number was provided which prevent from reviewing the device history records or tracebility . Based on the available information, the event may be related to a unknown allergic reaction to one of the implant component . As mentioned in the IFU , the allergy is considered as a potential risk . However , regarding the lack of provided information , the exact root cause remain undetermined . If additional information were received about this event , another report will be sent.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records and traceability could not be performed so far as no information concerning the anchoring plates (reference and lot number) has been reported. Attempts have been made to collect additional information concerning this event. Yet, no additional information has been received so far. Investigation is still in progress. Conclusion not yet available. Device not returned.

Event description:
Roi-c : patient reported an adverse effect. Patient has called (B)(6) (zimmer biomet employee, associate product manager) and has reported an adverse effect with her implanted roi-c device. The date of event is unknown. Attempts have been made to obtain more information concerning this event. Waiting for an answer.